Event description:
It was observed during the device inspection, the subject device forceps channel had residual fluid or foreign matter coming out of it. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material possibly remained in the device due to physical damage of the device from the provided information. The event can be detected and prevented by following the instructions for use which state: the method of detection is described in chapter 3: preparation and inspection of the operation manual maf-tm/gm. Preventive measures are described in chapter 8: cleaning, disinfection, and sterilization procedures of the cleaning/disinfection/sterilization manual maf-tm/gm. Olympus will continue to monitor field performance for this device.